Event description:
It was reported the device exhibited error 1836. Batteries removed and reinserted and restarted infusion. Label confirms rate 2.5 ml/hr. Resolution volume: 168.5. Rate: 2.5 ml/hr. Given 81.5 ml. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to be displaying error code 1836 is the photo switch and/or motor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.